Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not power up due to the power supply being out of electrical specification. Concomitant medical products: product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that if the programmer gets moved at all, it turns itself off. The programmer was returned for repair. There was no patient involvement.